Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "care is to be taken to assure adequate fixation of the meniscal tissue at the time of surgery. Failure to achieve adequate fixation through improper positioning or placement of the device can contribute to a subsequent undesirable result." (B)(4). This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04376 / 04377).

Event description:
During a meniscal repair, the anchor device did not function properly causing the surgeon to remove the sutures from the patient by cutting them out. More sutures were used to complete the procedure with minimal delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Corrosion was observed on both the tip of the needle on both parts, given the device is single use, the corrosion is believed to have occured after the event from decontamination process. One anchor was returned deployed outside the device without any biomaterial on it suggesting it was deployed but not used, no anchor was present in second device; thus confirming anchor deployment and item use. Functional inspection: unable to effectively test devices in returned condition. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. One anchor was returned deployed outside the device without any biomaterial on it suggesting it was deployed but not used, no anchor was present in second device; confirming anchor deployment, therefore, does not support reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.